Event description:
It was reported that during testing, it was observed that the right side of the universal battery charger device was not charging. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the battery device would not hold a charge. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to various worn components from normal wearout. If additional information should become available, a supplemental medwatch report will be sent accordingly.